Event description:
Technologist (tech) #1 was attempting to pick up the revolution's power cord that fell into the column opening and at the same time another tech (tech #2) turned the column. As a result, tech #1 was injured (fractured the tip of a finger and tore part of her finger nail).

Manufacturer narrative:
The root cause of the incident is user error. While tech 1 was retrieving the plug end, tech 2 turned the column and tech 1's finger was injured.